Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic for a device follow up. It was noted that the patients implantable cardiac defibrillator was in the back up mode during a software upgrade and the device image was grayed out. A device restoration was performed successfully. The patient will continue with regular follow-up.